Event description:
While performing a lower mandibular block injection (inferior alveolar) for restoration on tooth #19, the needle was inserted into the gum tissue up to one millimeter. The patient coughed and the needle immediately disappeared into the patient's tissue and broke at the junction of the needle unsuccessfully. The patient was immediately referred to an oral surgeon where the needle was successfully removed. The patient was admitted to a hospital for overnight observation. The patient is fine. There were no reported complications.